Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the afx abdominal aortic aneurysm stent. Approximately six (6) years post initial procedure, a "growth from baseline" (aneurysm expansion) was detected by angiogram and the physician suspects a type 3b endoleak. The patient is asymptomatic. The physician elected to treat the patient by implanting a bifurcated afx2 and suprarenal afx devices on (B)(6) 2018. There have been no additional patient sequelae reported.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the reported events of type iiib of the bifurcated device and the secondary endovascular procedure. There was unsubstantial evidence to support the reported event of sac growth. The complaint is most likely device-related due to use of strata material. Procedure-related harms for this complaint could not be determined. The final patient status was reported to be experiencing no issues post the secondary endovascular procedure. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014.